Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A revision usage sheet was received for the patient's right knee. Sales rep noted reason for revision as infection. A 4 x 9 poly was swapped for another of the same size. The explants are not available for return due to hospital policy.